Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the ventricular lead exhbited noise. The lead was explanted and replaced.

Manufacturer narrative:
Exp date should have been 31-may-2012 rather than 31-aug-2012. MFR date should have been 01-may-2009 rather than 23-feb-2011. (B)(4). Final analysis found that both the proximal and distal insulations were damaged at 23.5 cm from the connector pin due to clavicular crush. This could cause the reported noise anomaly.